Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (2000 mcg/ml at 300 mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported the patient had the pump refilled on (B)(6) 2020 and that about a week prior they were feeling disoriented with their walking. It was reported the refill went fine but last night the patient called an ambulance and was now in the hospital because they couldn¿t walk. The caller wanted to know if there were tests that could be run to determine if the pump was working or needed to be replaced. Information was reviewed.